Manufacturer narrative:
After clinical/secondary review of this file performed on 06/24/2021, it was decided to add codes breast mass and surgical intervention to more accurately capture the reported event for the left side. In addition, on 6/17/2021, mentor became aware that the patient experienced complete asymmetry of the left breast and the right breast. On 6/29/2021 , the product was returned to mentor for evaluation. On 7/6/2021, mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A second product was received (lot-5914051). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4) after clinical/secondary review of this file performed on 06/24/2021, it was decided to add codes breast mass and surgical intervention to more accurately capture the reported event for the left side.

Manufacturer narrative:
On 7/14/2021, a statement ¿asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet.¿ was added to the product investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/12/2021, mentor became aware that the date of implantation was actually (B)(6) 2009. Manufacturer¿s reference number: (B)(4). On 7/12/2021, mentor became aware that the date of implantation was actually (B)(6) 2009.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Note: explant date is (B)(6) 2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile 275cc and suffered from a deflation on the left side. The patient also had undergone biopsy on the left side. As a result, the patient will undergo removal and replacement with mentor gel breast implant on (B)(6) 2021.